Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve procedure, while the device was being used for transection of the tissue, the device did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. They opened a new reload to resolve the issue in order to complete the case. There was no patient injury.